Event description:
Conceived after thermachoice endometrial ablation; presented at 17 wks gestation with ruptured membranes, fetal demise; required urgent hysterectomy secondary to placenta accreta. This is reporting long term complication, not device itself.